Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (model zlb00, +19.5 diopter) was explanted in a secondary procedure from patient¿s right eye because of patient experiencing visual disturbance and unexpected post op refraction. It was also reported that patient was unable to focus, and vision interfered with daily activities. Reportedly, tecnis multifocal intraocular lens (model zlb00, +20.5 diopter) was used as replacement lens for the patient. There was no incision enlargement. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.